Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer did not receive sensor signal and experienced loss of communication between insulin pump and transmitter. The customer also noticed the sensor was bent and received sensor updating alert. The customer also experienced hyperglycemia which was treated with insulin pump. The blood glucose value was 396 mg/dl. The event involved the products mmt-7841zn, mmt-1884l, mmt-7040b, mmt-332a, mmt-864a. Troubleshooting was performed for loss of communication between the transmitter and the insulin pump; it was confirmed that the transmitter serial number was programmed in manage devices screen. Pump made multiple attempts to re-establish communication with the transmitter, but the reported communication issue was not resolved. Customer had been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was using the minimed 670g/770g/780g system with the auto mode/smart guard feature active at time of high blood glucose event. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040b. No product return is required for mmt-332a. No product return is required for mmt-864a.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported loss of communication issue was resolved.